Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion was implanted as part of the dissect-n trial for the treatment of a thoracic dissection of an unknown length. It was reported approximately 11 months post index procedure that corelab review of CT images noted an observation of aortic enlargement along the endograft +6.2mm; distal to endograft +6.4mm. The maximum aortic diameter measured 44mm. Stent ring enlargement was noted +1.6mm. It was reported per the site the stent enlargement 2mm does not seem to be clinically significant at this time. Although, it was said the distal aortic dilation on the other hand is relevant and a 6 month follow-up CT is planned. No relatedness assessment has been provided. No additional clinical sequalae was provided. Core lab review of imaging from approximately 18 months post index procedure found ongoing aortic enlargement along the endograft of +9.1mm and distal to the endograft of +10.8mm. Ongoing stent ring enlargement of +2.8mm was also observed. Core lab review of imaging from approximately 24 months post index procedure identified ongoing aortic enlargement of +8.3mm along the endograft and ongoing enlargement of +7.7mm distal to the endograft. Ongoing stent ring enlargement of +3.6mm was also observed. Core lab review of imaging (non-contrast only CT) from approximately 31 months post index procedure identified ongoing aortic enlargement of +9.6mm along the endograft and ongoing enlargement of +10.9mm distal to the endograft. Ongoing stent ring enlargement of +3mm was observed. No fracture was observed and the image was not assessable for endoleaks.